Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "the patient desaturated [which] led the staff [to] observe that the circuit was leaking because the filter split in 2 parts". Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the product was detached as reported in the complaint. A device history record review was performed and no relevant findings were identified. Based on the visual exam, the complaint is confirmed. The issue could be due to high force applied on the device, or mishandling of the device by the user. In the current manufacturing procedure, 100% leak testing during the assembly process and 100% visual inspection at the packing area is conducted, thus any defective product would be detected prior to release from the manufacturing facility. Although the complaint is confirmed, a true root cause could not be identified.

Event description:
It was reported "the patient desaturated [which] led the staff [to] observe that the circuit was leaking because the filter split in 2 parts". Patient condition reported as "fine".